Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego¿ connector air in line. The following issue was reported by the customer: ¿during the use of the valves tego on the patient: the valve is not waterproof, the air passes through the tube. The consequences were that the catheter malfunction before/during/after the dialysis session. The measures taken were the replacement with universal occlusive caps (without valve). ¿the status of the product at the time of the event is during the dialysis session. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The complaint of valve is not waterproof, the air passes through the tube on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) on the lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.